Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting high impedance levels, and oversensing. A lead fracture is suspected. The lead was capped and replaced. When the replacement lead was opened the physician noticed a kink in the lead. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).